Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the tubing breaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that an unspecified number of gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: product in use in alaris pump, infusing propofol as a continuous infusion. Rn was changing to a new bottle of propofol when IV tubing suddenly broke apart from blue portion of the tubing from the upper portion of the rubber stretchy part of the tubing. The tubing set was attached to the patient at the time the tubing broke. The nurse was in the process of changing the bottle of propofol connected to the tubing. As per the nurse, there was no effect on the patient from the event. The patient remained sedated and a new IV tubing set up was quickly primed and connected to the patient. I don't have the patient identifiers right now.